Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/29/2016, the reporter contacted animas, alleging that the pump emitted a cs 075 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 4/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/27/2017 with the following findings: the black box and alarm history showed multiple cs 075 call service alarms. The pump powered on properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint and the product performed within specification. The pump was opened and there was no moisture observed internally and no damage observed to the motor circuit. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).